Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) homechoice automated pd sets with cassette leaked. There was patient involvement. The patient stated they had set up for therapy with the first cassette; and during priming their care giver noticed a pinhole in the patient line tubing about an inch below the luer connector and it was leaking fluid. The patient removed the cassette and set up the device with a new cassette from the same lot, which overprimed. The patient did not connect; they did not perform therapy that evening. The patient stated they had not used any sharp objects to open any of the supplies, and had not seen any damage to the cassettes or solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.